Manufacturer narrative:
The product was discarded by the consumer. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Additional information cannot be obtained as the consumer is unwilling to release protected health information. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported using the product for approximately 4 weeks and that there are no details stating not to swim, shower or wash in them. The consumer indicated that an ulcer developed on the right eye and additional tests revealed that the condition was an acanthamoeba keratitis. The consumer reported she is currently going through a 12 week treatment program, her eyesight has been greatly affected, and she is continuing to experience pain. Additional information related to the event has been requested of the consumer. However, the consumer has been unwilling to release protected health information.

Event description:
Practitioner¿s office reported that the patient was seen on 30-aug-2018 with complaints of pain, redness, and photophobia in her right eye. Practitioner observed a large central corneal ulcer. Patient was referred to a local hospital¿s eye clinic where she was diagnosed with acanthamoeba keratitis. It was reported that treatment is ongoing and that the patient continues to attend the hospital for regular check-ups. Patient has been advised to discontinue contact lens wear and may require a corneal graft. Additionally, the patient¿s solicitor reported their client went on holiday on 12th - 19th august 2018. The client wore the contact lenses while showering and became aware of the eye issue on 22-aug-2018. The solicitor reported the patient has only 20% vision in the eye and that the full extent of the vision loss has not yet been determined. In addition to the hospital, the client is currently still under treatment at an eye clinic. No further information has been received.